Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 600 mg/dl. Symptoms that were reported at the time of the incident included feeling ill. The customer was treated for high blood glucose via insulin pump. The customer reported a no delivery alarm. Troubleshooting was provided. The cannula was bent. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.